Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had not working and plastic ring came off . The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no broken or missing reservoir tube lip. However, found cracked reservoir tube lip. The test reservoir stay locked in place noted. (B)(4).